Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged power cord was unknown. However, in order to correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.